Event description:
Customer states bedside monitor did not alarm for an asystole event and automatic graph strips were not printed. The central station ICU monitoring technician states they had to manually print graph strips of the incident.